Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for pre-dilation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.